Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7080228; product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4) , batch: 7078417.

Event description:
It was reported that the patient experienced atrial fibrillation during a spinal cord stimulator (scs) system implant procedure. The patients unusual atrial fibrillation was detected when the two scs leads had been implanted and the patient was about to undergo a scs implantable pulse generator (ipg) implantation. The patients heart rate exceeded 220 beats per minute (bpm). An electrocardiogram (ECG) error alarm also occurred and the patients heart rate immediately after surgery was around 120 bpm. The physician stated that there was a possibility that the intra-operative stimulation test might have triggered the patients unusual atrial fibrillation. It was noted that there were no ecf abnormalities at the start of the scs treatment. As a result, the physician decided to discontinue scs treatment and the entire scs system was removed. The implant surgery was then discontinued. The explanted devices were discarded by the medical facility and will not be returned for analysis.